Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 25-jan-2023. H6: investigation summary once samples were reviewed at upl it was discovered that finished good should include the product label. A device history record review could not be performed because a lot number was not provided by the customer.

Event description:
It was reported that the hazard label was missing on the bd¿ chemotherapy sharps collector. The following information was provided by the initial reporter: "we got one of our sharps containers with no labeling on the outside. Typically they have like a hazardous label and what not. This one came naked."

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is flextronics. This site is an OEM manufacturing site. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device evaluated by MFR: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the hazard label was missing on the bd¿ chemotherapy sharps collector. The following information was provided by the initial reporter: "we got one of our sharps containers with no labeling on the outside. Typically they have like a hazardous label and what not. This one came naked."